Event description:
It was reported that pump displayed malfunction code and triggered malfunction 12-0x2071 without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction recurred; no device return or replacement was arranged and no additional patient details were provided.